Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare tested the equipment and found it to function with no faults. Ge healthcare then performed calibrations and the equipment functioned within manufacturer's specifications. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit stopped ventilating. The patient was reportedly switched to another machine to complete the case. There was no reported patient injury.